Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with a large area of edema surrounding a deep subcuticular abscess, at the needle puncture site, which occurred an unknown number of days after the sensor had been inserted in the abdomen. On (B)(6) 2023, the patient consulted a healthcare provider who prescribed oral antibiotic medication. At first it was treated with flucloxacillin (dosage unknown) and later it was switched to clindamycin 450 mg. At the time of the report the patient stated that the abscess had reduced in size, slightly. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).